Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not use room temperature insulin before filling the cartridge. Tandem technical support educated the customer to use room temperature insulin when filling the cartridge. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.